Event description:
It was reported that the device was displaying low and varying battery voltages. The device has not tripped elective replacement indictor. It was subsequently reported that the device was at elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was displaying low and varying battery voltages. The device has not tripped elective replacement indictor. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.